Manufacturer narrative:
(B)(4). Photo analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: visual analysis of the individual image submitted for evaluation determined a paper lid and two needles, one breakage needle partially attached to the suture inside a plastic bag with product code w9236t. Image is not clear to determine failure mode or reported condition. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Could you please advise if lot #: pdk030 is related with this event? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-02696.

Event description:
It was reported that a patient underwent a exploratory laparotomy on (B)(6) 2022 and suture was used. While closing the peritoneum the suture suddenly broke and it separated from the thread. Another suture was used and the same thing happened, the second suture broke again. There were no patient consequences reported. Additional information was requested.